Event description:
Pump was set to infuse at 50cc/hr but actually delivered 1000cc in 20 hours. Attempts have been made to obtain additional information regarding the drug being infused and the patient information but no further details were available. There was no report of patient injury or medical intervention being required due to the overinfusion. Should additional information become available a follow-up report will be filed.